Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.